Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defects were found. Functional testing was performed and the test failed. The reported event of an intermittent out of range signal was confirmed. The root cause was determined to be a defective transmitter. Additionally, the receiver (part number str-gl-blu/serial number (B)(4)/lot number 5178460) being used with the transmitter was also returned for evaluation. The device was visually inspected and the universal serial bus (usb) door is broken. Functional testing was performed and the reported fault was no failure detected. A review of the downloaded receiver log also confirmed the customer complaint. A root cause could not be determined.